Event description:
Pt states that cadd legacy pump sn (B)(4) (06/20/2020) makes a sound that sounds like wheels are turning and occasionally will make a "clunk" sound that she can feel as a vibration against her skin. She states she is not receiving any error codes but is extremely inconvenient especially in the middle of the night. This occurs while pump is in use but does not cause interruptions in her therapy. Pharmacy will replace pump. Md is not aware. Pump problem occurs while in use but does not cause any interruption in therapy or any harm to the pt. Pharmacy will replace pump. Reported to (B)(6) by pt/caregiver.